Event description:
Pt underwent open lar due to diverticulitis. Anastomosis was created using the colonring device. Pt was discharged on pod 4, had a bowel movement at home and immediately had llq (left lower quarter) discomfort and pain. The pt came to ER on the evening of pod 5 and was found to have normal wbc and no fever, but rebound in llq. The pt was admitted for observation and on next day had fever and elevated wbc counts. On pod 6, the surgeon took the pt back to operating room and performed a colostomy.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)), and the importer (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The production history files were reviewed, indicating that the device was released according to the product specifications. The ring was returned and investigated. No malfunction or failure was detected and the ring was found to be within its specification. Anastomotic leakage is an anticipated complication of colorectal anastomotic procedures and the current cumulative leak rate found with the use of the colonring device is within the range reported in the literature for anastomosis devices.